Event description:
It was reported that an alarm was heard; telemetry confirmed a critical alarm was occurring; safe state occurred; reset occurred - low battery; alarms occurred on (B)(6) 2011. Treatment options were being considered. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Catheter model #: 8731sc, lot #: n120835012, implanted: (B)(6) 2008, explanted: unknown.

Event description:
Additional information: it was later reported that the cause of the event was pump failure-motor stall; the pump motor was stalled for 12 days. Drug delivered via the device was dilaudid 25mg/ml at a daily dose of 13.94mg. Patient experienced severe opiate withdrawal, increased pain and required in-patient hospitalization. Patient outcome was noted as non-serious injury/illness.